Event description:
Six patients with a history of ICD shocks who were part of the urgent medical device correction: increased potential for reduced energy or no energy delivered during high voltage therapy when programmed ax>b (medtronic). The 6 patients were brought in immediately for device reprogramming. Device model; device serial number. Evera MRI¿ xt dr ddmb1d4, (B)(6). Visia af MRI¿ vr dvfb1d1, (B)(6). Visia af MRI¿ vr dvfb1d1, (B)(6). Visia af MRI¿ vr dvfb1d1, (B)(6). Visia af MRI¿ vr dvfb1d4, (B)(6). Evera MRI¿ xt dr ddmb1d4, (B)(6). Reference reports: mw5120504, mw5120505, mw5120506, mw5120507, mw5120508.